Event description:
While lowering the resident to bed, the sling clip dislodged from the lift. The resident fell from the lift/sling, hitting their head on the leg of the lift and suffering a laceration to the rear of head.